Manufacturer narrative:
Corrected information: h6: medical device problem code (annex a), component code (annex g). Investigation evaluation: description of event: as reported, upon opening the device package prior to use for a procedure involving removal of bladder stones, an ncircle tipless stone extractor's basket wire was found to be broken. Photos provided by the customer show that one of the basket wires had pulled free from the basket cannula. A new basket was used to complete the procedure. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this event. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as a a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation in an open package with a label. A visual examination noted one basket wire has pulled free from the basket cannula. The basket was able to be actuated by the handle. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and one related nonconformance was identified and scrapped prior to distribution. Therefore, it is unlikely this issue affects the entire lot. A review of complaint history records shows no other complaints associated with the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, did not provide any information related to the reported issue. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: (B)(6). E3: occupation: agent. G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the device package prior to use for a procedure involving removal of bladder stones, an ncircle tipless stone extractor's basket wire was found to be broken. Photos provided by the customer show that one of the basket wires had pulled free from the basket cannula. A new basket was used to complete the procedure. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this event.